Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from the lot. All information was investigated and based on the information provided, the reported device damaged by another device (caused damage), appears to be related to procedural conditions, and due to this second clip becoming caught in the chordae and during troubleshooting maneuvers led to slda of the first implanted clip. A cause for the reported difficult or delayed positioning with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second clip, the clip was entangled with chordae. Troubleshooting maneuvers to remove clip from chordae resulted in single leaflet device attachment (slda) of first clip from the anterior leaflet. The second clip was unable to be implanted due to high mitral pressure gradient. As a result, the clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay reported.